Event description:
It was reported that during a tah procedure, the pad piece on end effectors melted. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.